Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-445 mg/dl). The infusion sets were changed multiple times and the customer's parent administered an insulin injection to address the bg level. The cause of the high bg was not known. There was no cannula damage observed; however, the contact reported that the type of infusion set used was to be changed as the customer was very lean. The customer reported that the pump history read "n/a" and thought that meant to change out the infusion set. As the contact did not have the pump at the time of the report, a pump system check was unable to be performed and the pump history could not be reviewed. Although requested, the contact did not call back to troubleshoot.